Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device confirmed the reported issue. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed a battery inoperable alarm and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.